Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device service history revealed no issues that could have caused or contributed to the reported shortness of breath, severe coughing, and fluid in the lungs. It was reported that the patient was not using the hc while in the hospital, but was on manual therapy. There is no clinical evidence or event log information available that supports a device malfunction caused or contributed to this event. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for this event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient who experienced shortness of breath, severe coughing, and fluid in lungs coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for the events and was treated with medication for high blood pressure and insulin. The patient was discharged from the hospital seven days later. Outcome for this event was not reported. No additional information is available.